Event description:
Boston scientific received info that this pt had experienced a syncopal episode. System eval in the ER noted pacing spikes, but 16 seconds of asystole with likely 1 escape beat in the middle. A boston scientific rep increased the device output to 6.5 v at 1ms. The rep noted that thresholds had risen from 1v previously to 3.5v at 1.0ms due to the marginal output before which would explain the loss of capture. Following the programming change, the remaining longevity was less than six months. Add¿l info was received five days later that this pt presented to the emergency room a second time with a heart rate of 16 bpm and loc. The boston scientific sales rep was able to get pacing in unipolar mode at maximum output. However, pacing was only intermittent and lasted a short time. An electrophysiologist arrived and this lead was repaired due to insulation damage and repositioned to a better location. It was noted that the pt had exit block. A new device was also electively implanted just for longevity. No adverse pt effects were reported. This lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if add¿l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.